Event description:
While testing the device prior to shipment to a customer, the device failed to power up properly and use of the device was inhibited.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be a failure of the flex circuit assembly which connects the user interface pcb to the stack connector.